Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the customer can turn the screen on using the button and access the pump features. The customer's blood glucose (bg) was 134 mg/dl. Reportedly, the pump would continue to be used for insulin therapy and the customer also had manual injections available.